Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 14f esheath+ was returned with the introducer fully inserted and locked. The associated expansion tool and dilator were returned separately within tray. The liner was lifted starting at the distal strain relief for approximately 0.75 inches in length. The remaining liner was unexpanded, and the distal tip was unopened. There was hydrophilic coating buildup observed at the distal tip. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for system components anomaly - appearance was confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per device evaluation, there was a buildup of hydrophilic coating observed at the distal tip. Red dye testing performed on the sheath showed that the shaft had missing hydrophilic coating at the distal tip. It is possible that the sheath shaft may have been subject to physical interactions during device preparation, leading to displacement of the hydrophilic coating. However, a definite root cause is unable to be determined at this time. Awareness communications were performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by our japanese affiliate that during device preparation for a transfemoral transcatheter aortic valve replacement tavr while prepping the 14f esheath+ it was observed that there was possible peeling or detachment of the material at the distal end of the sheath. The sheath was replaced with a new one and no injury occurred. Engineering evaluation of the returned device revealed that there are portions of the hydrophilic coating missing at the distal tip.